Event description:
According to the reporter, during a cephalic duodenopancreatectomy procedure, the staples did not deploy. The surgeon was able to perform full and complete squeezes of the handle and did not cut the tissue thinking that the staples deployed. The surgeon used another stapler to completed the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.